Event description:
It was reported that an altitude alarm occurred on the pump. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on storage mode and return procedures. The customer will continue using the current pump as a backup while awaiting the replacement.